Event description:
Pt had breast implants in both breasts, placed in 1984. She developed bilateral breast pain and hardness with a diagnosis of capsular contractures. Upon removal of the implants, both were noted to be leaking silicone gel.